Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests were performed. The visual test found a damaged(detached) downstream occlusion (dso) seal and liquid in the battery compartment. The customer's problem was confirmed. The dso seal and battery compartment were replaced.

Event description:
It was reported that the pump turns off automatically. There was unknown patient involvement.